Event description:
Tbm states that the dealer received the incorrect captain seat. Tbm was informed that the consumer is complaining of pressure sores but is unaware to whether the consumer is using the chair or not and where the pressure sores are coming from.